Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged, was recaptured, and repositioned. Upon release of the valve, the valve dislodged deep. A balloon aortic valvuloplasty (bav) was attempted and a transthoracic echocardiogram (tte) revealed moderate paravalvular leak (pvl) over the left skirt. Subsequently, a second valve was deployed. A bav was performed and the valve final position was 3-4 mm higher than the first valve. The pvl was reduced to mild. No adverse patient effects were reported.